Manufacturer narrative:
(B)(4) investigation of this event revealed that the most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is a known issue that was investigated under a CAPA and correction is currently being implemented under field safety corrective action (fsca). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-03625, 3007042319-2015-03626 and 3007042319-2015-03627) submitted for devices related to the same event.

Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: 1650de, (B)(4); a00036, (B)(4); a00036, (B)(4); 1650de, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of three reports (3007042319-2015-03625, 3007042319-2015-03626 and 3007042319-2015-03627) submitted for devices related to the same event.

Event description:
It was reported by the vad coordinator that the patient's power sources were switching from one port to the other earlier than expected. The controller and batteries were exchanged with no effect on the patient. Investigation is ongoing.